Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy of +9.6% was not verified or validated during three different accuracy testing. No evidence in event log. During testing the device was within the published specification of +/-6%. No action was taken as no fault could be found or duplicated.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Summary in h -10.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by +9.6%. There was no patient involved